Manufacturer narrative:
Additional information was received including patient demographic information and dcs lot number with manufacturing and expiration dates. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, there was an undefined access site injury that required intervention. No further adverse patient effects were reported.

Manufacturer narrative:
The site corrected the clinical report form to indicate there was no access site injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.